Event description:
The customer returned rigid video laparoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low and the outer tube is damaged and therefore the dielectric strength is inadequate.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the dielectric strength is inadequate was traced due to the outer tube is damaged and additionally for the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.